Event description:
It was reported that the patients left knee was revised to an antibiotic spacer due to infection.

Manufacturer narrative:
An event regarding infection involving an unknown size 4 11mm x3 insert was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
The catalog number is unknown at this time. Device description reported as unknown sz 4 11mm x3 insert. An unknown size 4 ps femur and an unknown size 4 baseplate were also listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained explants.

Event description:
It was reported that the patients left knee was revised to an antibiotic spacer due to infection.